Event description:
It was reported that the patient endorsed sleeping on batteries, and their system controller was warm to the touch while in clinic. The patient was asked to expose the controller to open air if it gets warm to the touch again.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section b3: date of event corrected. Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis; however, the reported event of the controller overheating was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted (20240422_015848) for review that showed 256 events spanning approximately 8 days (14apr2024 ¿ 22apr2024 per timestamp). Backup battery fault alarms due to the backup battery not passing the load test active on (B)(6) 2024 from 10:58:27 ¿ 12:46:00. The backup battery did not pass the load test due to the unloaded voltage being under the allowed threshold. Pump operation was not affected by these alarms. The controller¿s internal temperature ranged from 40 - 52 degrees celsius. Design requirements detail the controller case should not exceed at 10 degrees celsius temperature rise under maximum output conditions. The internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. There were no other notable alarms active in the log file. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action investigation was initiated to investigate backup battery fault alarms further. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 15jul2019. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ state to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). Additionally, section 2 explains the system controller user interface, including the display screen and all buttons, lights, and symbols. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented on (B)(6) 2024 with backup battery fault alarms that would not clear with a self-test. Log file review confirmed the backup battery fault alarms on (B)(6) 2024 from 10:58 to 12:46. The backup battery fulat was due to the emergency backup battery failing the load test. No major alarms were noted on interrogation, but the patient did endorse sleeping on batteries, and their system controller was warm to the touch while in the clinic. The event log file indicated that the patient did not utilize the power module or mobile power unit. The healthcare providers asked the patient to sleep on their mobile power unit and stated the patient understood the risks of sleeping on battery. The patient was also asked to expose the controller to open air if it gets warm to the touch again. The emergency backup battery was replaced without issue and a self-test was completed and no alarm recurred.